Event description:
Pt reports that they went to the mayo clinic emergency room on (B)(6) 2024 due to nasal congestion, constant coughing, and shortness of breath. Onset date{s) of symptoms is unknown. Pt reports that they were admitted to the hospital, is still inpatient and is being treated for rhinovirus, pneumonia, and copd flare. Pt reports that they are supposed to go home today (not discharged yet). Pt is using their own remodulin and pumps while in the hospital. Pt also reports that legacy pump serial number (B)(6) is giving them a high-pressure alarm. Pt reports that they switched to their back up pump and did not have the alarm on that pump. Pt reports that when they switched back to the first pump, the alarm, occurred again. Pt states that they checked their tubing and repositioned the tubing, which resolved it temporarily, but then the alarm, continued. Pt is now infusing with their functioning back-up pump. IV remodulin pt. No add'l info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Pump return tracking info is not available. Photographs were not provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did pharmacy replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to (B)(6) by pt/caregiver.